Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 260 mg/dl. The customer delivered correction boluses via the insulin pump to address bg levels. No further information was provided on the reported event.